Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, four months prior to this event, the pt began treatment with dianeal pd4 therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated pd (apd). It was reported the pt experienced drain discomfort and peritonitis on the same day. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unknown date, the patient started treatment with an unknown medication intravenously (IV) and intraperitoneally (ip) for 14 days for peritonitis. Five days after experiencing the peritonitis, the unknown medication was withdrawn. At the time of this report, dianeal therapy was ongoing. Additional information was requested but is not available. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893735, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).